Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited high capture thresholds. The dislodgment was suspected due to the high thresholds, and an x-ray was taken which confirmed the dislodgement. Subsequently, this lead was explanted and replaced. It was noted that the final position and testing of the new lead was satisfactory. No additional adverse patient effects were reported. This lead was disposed of at the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.